Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to failure of the patient board set. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, when connecting endoscopes other than 190 series to the evis exera iii video system center, a "squiggly line" is observed for a short period of time when device is first booted up. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of squiggly line was confirmed. Device evaluation found that no image occurred when using 160 and 180 series scopes which was due to a faulty patient board set. The additional evaluation findings are as follows: worn out video connector latch causing poor connection with pigtails. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.